Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer assisted customer via rss and recovered failed cubie and drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies in main drawer 2 has been failed and require maintenance. The customer stated that the malfunction occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.